Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false susceptible oxacillin result for a staphylococcus aureus patient isolate in association with the vitek 2 ast-p619 test kit. The customer initially tested the isolate using the vitek 2 ast-p619 test kit on (B)(6) 2015 from a chromogenic (B)(6) plate from mast. The vitek 2 result was (B)(6) and was reported to the physician. The laboratory physician re-evaluated the chromogenic (B)(6) plate and performed a pbp2a test via a rapid methodology (type unknown) and polymerase chain reaction (pcr). Both tests were positive for (B)(6). The result was corrected and reported to the physician as (B)(6). Note: the patient had also tested (B)(6) 2015. The customer reported there was no adverse impact to the patient state of health due to the discrepant result. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Subculture of the submitted isolate presented two types of colonies. Colony a (large colony). Colony b (small colony). Via organism identification testing, both colony types identified to the species staphylococcus aureus. Using pcr and cefoxitin diffusion methods, the strain was confirmed (B)(6). Testing via vitek® 2 ast-p619 test kit (customer lot and random lot) provided (B)(6). The customer result of (B)(6) could not be confirmed/reproduced. The vitek® 2 ast-p619 test kit is performing in accordance with specifications.